Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record of batch number 74g1401286 has been reviewed. A non-conformance report was originated for the lot in question that can be associated to the complaint reported, however the physical sample is necessary to conduct a proper investigation. DHR shows that the product was assembled & inspected according to our specifications. No corrective action can be established at this moment since the product involved in the complaint was not returned. Customer complaint cannot be confirmed based only on the information provided, to perform a proper investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is it being manufactured at the time. If the device sample becomes available at a later date this complaint will be updated.

Event description:
The customer alleges that the device had a leak during the pre-test.